Event description:
A report was received that the pt would undergo a lead revision surgery due to lead migration. During the lead revision, it was discovered that the cause of the lead migration was a broken lead anchor. The pt had the leads placed back into the correct position and a new suture anchor put in and is reportedly doing well.